Manufacturer narrative:
Unit had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable toperform operating currents, self-test, restart error test, rewind test,basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test or verify alarm and reset time/clock anomaly or communicate to test minilink to confirm lost sensor alarm due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 243 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.